Event description:
The customer reported that when an alarm activated on the ventilator, the facility's remote alarm did not sound. The ventilator was in use, and the customer reported there was no patient harm. The respironics service technician verified that there was no output signal from the esprit remote alarm port. The service technician replaced the main pcb board to correct the customer reported problem. Performance verification testing was completed and all tests passed per operating specifications.